Event description:
The manufacturer received information alleging that the use of the dreamstation auto CPAP device was associated with the patient having stomach and intestinal surgery. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.